Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels below 40 mg/dl. Reportedly, the customer did not have the continuous glucose monitoring (cgm) system turned on and the basal software was turned off so the pump did not suspend insulin delivery or annunciate a low cgm alert. Carbohydrates were consumed to treat bg level.